Event description:
During the device evaluation, the fiberscope was found to have a cut and scratched insertion tube with exposed metal. No patient involvement was reported.

Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. However, it is likely due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.